Event description:
Device 1 of 6. Reference MFR report: 1627487-2013-11448, 1627487-2013-11449, 1627487-2013-11450, 1627487-2013-11451 and 1627487-2013-11452. The patient has three anchors (two are from the same lot). It was reported the patient is experiencing pain at the lead, ipg, and anchor sites. The pain occurs whether stimulation is on or off, and when she twists and turns a certain way. The patient plans to meet with a doctor after she locates one.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.